Event description:
It was reported to philips that the device was experiencing issues with the speaker, there were intermittent noises and humming. There was no reported patient or user involvement and no adverse patient/user impact.